Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis; however, the customer provided media. The media was examined and evaluated to reveal x-ray imaging of the coil tangled in the patient's vessel. Additionally, a photo of the coil retrieved from the patient showed that the coil was tangled and stretched. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot# is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. However, a ship history for the reported upn was performed for the reporting customer. Three batches (36295245, 30876594, and 30262914) had shipped to the reporting facility during the reporting period.

Event description:
It was reported that the device broke. A 32mm x 60cm embold fibered coil was selected for use in variceal embolization following a transjugular intrahepatic portosystemic shunt (tips) procedure. The non-tortuous vessel was accessed using a non-boston scientific microcatheter. The physician attempted to place the coil in a large varicose; however, the coil did not anchor, so multiple attempts to reposition were made. The coil release mechanism was never activated. When attempting to remove the coil, it appeared to knot resulting in stretching and the delivery wire becoming detached. The physician was able to fully remove everything by pulling the stretched coil. The procedure was completed with idc 35 coils. There were no patient complications as a result of this event.